Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles identified a malfunction related reported problem. Upon troubleshooting actions, fse identified suite pc software issue. Fse reinstalled software in suite pc. After reinstalling the system software, the system was returned to use in good working order.